Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that 3 months post implant of (B)(6) 2016 therapy stopped working. Patient fell hard 2.5 months ago. Patient had not felt stimulation and therapy was on. It was recommended patient to consult the doctor about therapy change and their falls recently for ins / lead check. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.